Manufacturer narrative:
Visual inspection of the returned torque wrench handle noted moderate wear and tear striations on the torque wrench handle surface. The lack of a date on the instrument indicates that the torque wrench handle was never sent back for calibration per the company work instruction. Torque testing of instrument found the results were above specification requirements, indicating that it¿s possible that the over torque condition could have caused or contributed to tip breakage of the two expedium final tighteners that were involved in this event. However, that cannot be positively determined. Although the root cause of the torque wrench handle being above the torque specification requirements cannot positively be determined, it was noted that the device had been in the field for approximately six years and has not been returned for calibration. No corrective action/preventive action (CAPA) is required at this time for the torque wrench handle as there has been no issue identified in the manufacturing or release of this device, and there have been no systematic trends. At this time, the complaint is considered to be closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the distal tips of two new final tighteners broke off from the instruments. With the first final tightener, the surgeon used a stabilizer and with the initial ½ turn of the instrument, the tip of the instrument broke off and stripped the set screw hole. The surgeon then used the second final tightener with a stabilizer to tighten a second set screw and with the same ½ turn, the tip of the second final tightener broke off from the instrument. Another driver and torque handle were available to complete the procedure. It was reported that one broken tip remains in the patient. The second broken tip was retrieved and was discarded by the hospital. Receipt and torque testing of the torque wrench handle that was used found the torque results were over specification requirements. As such, it is possible that the over torque condition of the torque wrench handle may have caused or contributed to the expedium final tightener tip breakage although that cannot be positively determined. As a result of these findings, this medwatch report is being submitted for the torque wrench handle. The following mfg medwatch report numbers were previously filed for the two expedium final tighteners with broken tips: mfg medwatch report nos. 1526439-2013-33813; 1526439-2013-33814. The torque wrench handle was identified as a concomitant device on the mfg medwatch reports listed above.